Event description:
A customer reported an occlusion alarm with their pump, but technical support could not verify the alarm number in the pump's history. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was provided regarding corrective actions taken.